Event description:
Rvad began alarming. Decreased filling and decreased rvad emptying. No clot visualized in pump. Patient was given a ns bolus and sbp on rvad was increased from 150 to 180 without improvement. Echo showed decreased rvad outflow. Rvad exchanged.